Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.

Event description:
The patient contacted the manufacturer advising that they had experience two corneal ulcers (left eye) at two separate occasions. Additionally, the contacts would stick to the patient's left eye making it difficult to remove. The patient's ecp reported the following: the patient experienced two peripheral corneal ulcers (left eye), vigamox (antibiotic) was prescribed, the ulcers have resolved, the patient continues to wear contact lenses, patient was not hospitalized, and no medical intervention required to preclude impairment of the eye function or structure. Per the diagnosis (corneal ulcer) this event is being reported.